Event description:
After use, after the needle was unloaded. The surgical staff grabbed the endostitch handle by the "rabbit ears" and was cut. She received stitches for the cut and is now on leave from the hospital. Additional information requested via email. Is this a legal case? The lot provided is for a v-loc reload, was this in the device at the time of the injury?